Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the broviac 4.2fr catheter was confirmed, and the cause appears to have occurred through use of the device. An external segment of a broviac 4.2 fr catheter was returned for investigation. A breach in the intermediate tubing was observed at the distal end of the clamping oversleeve. The characteristics of the split in the tubing are consistent with overpressurization. A hole was found in the inner 4.2fr layer of tubing within the clamping oversleeve. This hole allowed fluid to fill the space between the 4.2 fr tubing and intermediate tubing, which lead to the burst in the intermediate tubing. The hole in the 4.2fr tubing coincided with the distal rounded edge of the luer adaptor stem. The luer adaptor stem showed no sharp edges or damage. It appears that the inner layer of tubing wore against the luer adaptor stem. Clamping the catheter near the crimp collar or repeatedly flexing or kinking the catheter in the area can stress the catheter as it is stretched over the luer adaptor barb, eventually leading to catheter failure. The catheter should never be clamped over the reinforced segment directly adjacent to the connector. The printing was worn from the clamping oversleeve near the crimp collar, which is indicative of manipulation of the catheter near the luer adaptor stem. This appears to be use related damage. A lot history review (lhr) of huay1702 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by user facility that the patient presented in ed with torn broviac; the tear was above the clamping section and below the end cap. It was stated that the line was repaired in ed. No apparent harm to the patient.